Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured between february 19, 2020 - february 20, 2020. H10: the device was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak in the lower front side of the bag above the lot number area only. Additional magnified inspection was performed which verified a small cut where the leak occurred. The reported leak at the dosing point was not verified, however a leak at the lower front side of the bag was identified. The cause of the leak was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the dosing point. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.